Event description:
The reporter indicated that, while implanting a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+1.0/070 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intra-operatively on (B)(6) 2021. On the same date in a separate surgery a replacement lens was implanted and the problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).